Manufacturer narrative:
This is one event for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a stroke on or about (B)(4) 2008 after the use of the product.